Manufacturer narrative:
The reported field event of high pacing threshold was not confirmed in the laboratory. The device was in backup vvi (bvvi) when received and was most likely due to electrocautery during explant. The device was tested in the laboratory and no anomalies were found. Analysis of the ra and rv device connectors showed no anomalies. The cause of the reported high pacing threshold could not be determined as it could not be reproduced in the laboratory.

Event description:
It was reported that the device was explanted due to a high pacing threshold.